Manufacturer narrative:
Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one insyte autoguard 20ga unit within a sealed package from lot number 8253738. All components within were present and intact. Through the visual microscopic evaluation a speck of brownish material was observed caught in the area where the top and bottom webs (packaging) are sealed. Upon opening the package, the material was attached to the top web paper and did not come off. The pictures revealed similar findings. A brownish foreign matter was confirmed in the returned sample. The material was fibrous and embedded in the top web material; therefore it was concluded to be part of the top web paper. This condition did not affect the function of the product or the sterile barrier of the package. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter. The following was reported, " cardboard refuse like fm was on the catheter."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter. The following was reported, "cardboard refuse like fm was on the catheter."